Manufacturer narrative:
Device returned a pump error 75 during self test. After visual inspection, there are signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Device received with a crack that runs the length of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. The customer blood glucose level was 116 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. The customer stated that they were able to clear the alarm however not able to rewind the pump. Customer stated that crack on the pump at the back of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.